Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6b, d.9, g2, h.3, h.6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and deflation.

Event description:
Patient reported left side "sharp, stabbing pain" and "believes has ruptured." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles in the surface of the shell, fluids inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening in the posterior side assessed as an unidentified (tear) opening.

Event description:
Patient reported left side "sharp, stabbing pain" and "believes has ruptured." Healthcare professional reported left side deflation. Device has been explanted.